Event description:
Report received of a non-delivery found during preventative maintenance testing. The device was programmed in the continuous mode to deliver a total volume of 1000ml at 30ml/hour. The infusion was initiated and the display screen indicated that delivery was in progress as the total volume delivered was noted to increase in number. At this time, fluid flow was not verified by observing drops falling in the drip chamber. After approximately 18 hours, it was reported that the display screen showed approximately 500ml total volume delivered, but the bag was found still full. There were no reports of any adverse patient events while the device was in clinical use.